Manufacturer narrative:
Actual product was not returned for testing. Retention samples tested and performed to specification.

Event description:
Customer woke up in the night very ill, she continued to vomit all day so she went to the hospital. She did a blood test on her quicktek meter around 1:00 p.m. And got 52, then when she got to the hospital at 2:00 p.m. And checked her blood they got a 249.